Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row partially fired 1/3 and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing on the stomach with a black reload with gore seamguard buttressing, the stapler had a strange sound when firing through the tissue. When the surgeon opened the stapler, the specimen side staple line was fine, but no staples were formed on the sleeve side nor did the staples appear to go through the seamguard. A new stapler was opened. The surgeon hand sutured the open stomach were the staples did not form. The surgeon took the 32fr bougie off suction and pulled the suture laterally to bring the tissue inside the jaws of the stapler. A black reload without seamguard was fired. At least two rows of staples appeared to form properly. The surgeon used the new stapler for the rest of the firings along the stomach. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the patients bmi and gender? (B)(6), female. What other color cartridges were used before and after this event? 1st firing ¿ black, 2nd ¿ black (unformed on the sleeve side, formed on the specimen side), 3rd (to correct the unformed staple line) ¿ black, 4th ¿ black, 5th ¿ green, 6th ¿ gold, 7th ¿ blue, 8th ¿ blue.